Event description:
During routine testing of the defibrillator, the user noted that two energy select buttons were depressed and would not release. There was no pt involved. This can only occur if a substantial force is applied to two buttons simultaneously, or if there is a significant impact to the switch. The problem has occurred previously, but it is not common, and is immediately apparent to the user. The event is not occurring more frequently or with greater severity than is usual for the device.